Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 28 mg/dl. Prior to the event, the customer fell and began convulsing. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to complete the troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.